Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, an alleged product issue occurred. During the fluoroscopy check, no misload was detected. The valve was positioned for implantation, but it did not open optimally. The valve was recaptured and another attempt was made, but this was also unsuccessful. Upon further fluoroscopy examination, the valve was found to be completely deformed. As a result, a new catheter, loading system, and valve were prepared and used. No impact to the patient was associated with this event. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured three times due to the issue prior to the misload being identified on the second fluoroscopic check and then the system was withdrawn from the patient.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery catheter system (dcs). The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared open. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the reported frame expansion cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, an alleged product issue occurred. During the fluoroscopy check, no misload was detected. The valve was positioned for implantation, but it did not open optimally. The valve was recaptured and another attempt was made, but this was also unsuccessful. Upon further fluoroscopy examination, the valve was found to be completely deformed. As a result, a new catheter, loading system, and valve were prepared and used. No impact to the patient was associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, an alleged product issue occurred. During the fluoroscopy check, no misload was detected. The valve was positioned for implantation, but it did not open optimally. The valve was recaptured and another attempt was made, but this was also unsuccessful. Upon further fluoroscopy examination, the valve was found to be completely deformed. As a result, a new catheter, loading system, and valve were prepared and used. No impact to the patient was associated with this event. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured three times due to the issue prior to the misload being identified on the second fluoroscopic check and then the system was withdrawn from the patient. Additional information was received indicating the following: bent valve struts and crown overlap past the fourth node were identified on the second fluoroscopic check; a procedural delay occurred because a second valve system had to be prepared; and the patient's heavily calcified aortic valve contributed to the valve expansion issue.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, an alleged product issue occurred. During the fluoroscopy check, no misload was detected. The valve was positioned for implantation, but it did not open optimally. The valve was recaptured and another attempt was made, but this was also unsuccessful. Upon further fluoroscopy examination, the valve was found to be completely deformed. As a result, a new catheter, loading system, and valve were prepared and used. No impact to the patient was associated with this event. No patient complications have been reported as a result of this event. Additional information was received that the valve was recaptured three times due to the issue prior to the misload being identified on the second fluoroscopic check and then the system was withdrawn from the patient. Additional information was received indicating the following: bent valve struts and crown overlap past the fourth node were identified on the second fluoroscopic check; a procedural delay occurred because a second valve system had to be prepared; and the patient's heavily calcified aortic valve contributed to the valve expansion issue. Additional information was received indicating that the misload was not due to the loading system.